Event description:
Surgeon fired the stapler gun and the cartridge (load) misfired and fell off (out of the stapler handle) gun. Cartridge (load) was retrieved and the surgeon sutured the staple line. The patient was under anesthesia for 45 extra minutes. The procedure proceeded without further incident.